Manufacturer narrative:
Results - visual inspection of the returned product showed that the lens was received torn into three pieces and parts of it were torn off and missing. There was a clear surgical residue on the lens. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert a silicone plate lens and the lens got stuck in the injector. There was no patient contact.